Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged that battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2014 with the following findings: there was evidence of a partially discharged battery being installed observed in black box on (B)(6) 2014. There was also evidence of multiple pump reboot events observed in the pump's black box on (B)(6) 2014. The pump's current draws were within specifications. Unrelated to the battery life complaint, the keypad was torn at the up and ok key. All of the keypad buttons were still responding. Contamination was found underneath the contrast key contact. There was no evidence of moisture or loose components inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.